Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Device evaluation: the intraocular lens remains implanted; therefore, an investigation was not possible. The customer's reported event could not be confirmed. Manufacturing records review: a review of the manufacturing records was performed. Manufacturing process record was reviewed and there were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. No non-conformance reports were identified in the review that was related to the reported event. The device manufacturing procedures were performed as required. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no additional complaints have been received for this production order number. Sterilization records were reviewed. The sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via medwatch that a patient developed endophthalmitis following intraocular lens (iol) implant in her right eye. The patient was treated by a retinal specialist with vitreal tap and intravitreal injection of antibiotics. At the onset of infection, (date unknown) blurred vision with floaters was reported. No further information was provided.